Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer performed the repairs. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, address, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit's helium was used rapidly, suggesting a possible leak in the equipment's gas path. A spare helium cylinder was provided, and it was replaced promptly when the pressure was insufficient. There was patient involvement but no harm reported.